Event description:
A home patient (hp) had experienced abdominal cramping and shoulder pain, similar to excessive air, while using the homechoice cycler for apd therapy. The hcp relates that the hp is dry during the day and does not have fluid in their peritoneum at the start of the their apd therapy. Hcp suspected that the homechoice cycler had filled them with excessive air and subsequently requested a replacement device. According to the hcp, there was no resulting patient injury or medical intervention.